Manufacturer narrative:
(B)(4).

Event description:
It was reported that the review of the transmissions showed that the patient received inappropriate hv therapy for atrial fibrillation with rapid ventricular response. Patient monitoring was to continue. The device was explanted at a later date due to eri.

Manufacturer narrative:
Analysis was normal. No anomalies were found.